Event description:
Per the clinic, the patient experienced intermittencies with device use and the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Manufacturer narrative:
This report is filed october 2, 2015.